Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
Suspect pump was returned for evaluation. Visual inspection found the pump to be in poor condition with the top case cracked down from the tubing guides. The right plunger case was also found to be cracked. The check clutch error was found in the pump event log; therefore, the reported event is confirmed. The check clutch error was also duplicated during functional testing. Upon further inspection, it was observed that the clutch half's appeared to be worn from normal use. Once the clutch half's were replaced, as well as the leadscrew and spring as a preventative measure, the pump passed all functional and delivery testing.